Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(6) his unknown lancing device was having a depth adjuster issue and the cap was falling off. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on 1 week prior to contacting lfs. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date between 10-11am in the morning, he developed symptoms of "low sugar, sweating, dizzy and blurred vision." The patient reported between 10-11am on the day of the alleged issue he had some orange juice as treatment. The patient reported not using any other lancing device. At the time of troubleshooting, the cca was unable to assist the patient with resolving the alleged issue since the lancing device had been disposed off. This complaint is being reported because the patient claims due to the alleged issue, he was unable to test and therefore developed symptoms suggestive of hypoglycemia and required self treatment.